Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds. The rv lead was dislodged. The rv lead was repositioned the day after implant and remains in use. Additionally, possible right atrial (ra) lead undersensing was noted on a stored electrograms (egm) that may have coincided with the rv lead revision. The ra lead remains in use. No patient complications have been reported as a result of this event.